Manufacturer narrative:
(B)(4). S/w 5.2b. Retainer ring=black. P-cap locked in place properly during testing. Insulin pump was download properly using (thump software).unit passed displacement test and self test properly. No unexpected pump error 53 alarms noted during testing however, during download review the formatted history file confirmed on 05/25/2021 at 23:24:35 hour, pump error 53 alarm (line number 0 file number 0). Problem isolated to the electronic assembly as per global logic analysis. No physical damage noted during visual inspection.

Event description:
Information received by medtronic indicated that the insulin pump error alarm. The customer stated they were able to clear the alarm but did receive request to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis